Event description:
Dialysis machine never alarmed after patient needle became dislodged. This particular machine has 11,041.0 recorded machine hours. Hemodialysis treatment started on (B)(6) 2015 at 1330. It was terminated at 1600. Venous pressure needle was found to be dislodged.